Event description:
It was reported that the right atrial (ra) lead was failing to sense. The ra lead was not used. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.